Event description:
The customer stated that the insulin pump no longer alarms no delivery. The reported blood glucose reading at the time of the call was 248 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.